Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Patient's mother uses multiple bg meters against user guide recommendations. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.